Event description:
It was reported that the patient was experiencing increasing pain and nausea, so the product was explanted.

Manufacturer narrative:
The original report was for a strata ii shunt. The returned product was a strata I, adjustable delta valve, regular. The valve was patent and passed reflux testing. It was within specs for all pressure-flow and preimplantation tests performed at 0cm hydrostatic pressure. The valve did not pass siphon testing, or pressure-flow tests performed at -50cm hydrostatic pressure. Debris within the valve may interfere with the delta chamber membrane resulting in siphoning. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.